Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was touchscreen failure. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was touchscreen failure. Non-warranty repair was completed by the distributor. It was stated that the user interface (ui) printed circuit board assembly (pcba) was replaced and the device passed testing after. The distributor replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The issue was determined to be a malfunction. The reported issue of touchscreen failure was confirmed. No information on how reported issue was confirmed was provided. The cause of the malfunction was due to a faulty ui pcba.